Event description:
It was further reported that the device was explanted and replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The patient reported having problems with the device, a burning sensation, like the device is ¿coming out of chest, through back, left shoulder/arm/neck and feels like having a heart attack¿. There was swelling at the device site, the patient experienced weight loss and stated that the device was beeping every morning. The patient further reported severe chest pain, being short of breath and passing out three times. The patient stated that they understood that the device was at a battery voltage lower than elective replacement indicator (eri). Follow up was conducted with the patient¿s clinic; however, the patient had been discharged from care at that clinic due to various issues including non-compliance. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-58 lead implanted: 2008 (B)(6). (B)(4).